Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: adsr01, implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that this implantable pacing lead was capped due to an apparent conductor fracture. No further patient complications have been reported as a result of this event.